Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while dissection on a laparoscopic total extra peritoneal inguinal hernia, the shaft broke. They had to open another product to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the obturator top was disengaged. The dissector balloon and insufflation bulb were received. The lock collar, insufflation bulb and trocar balloon appeared intact. A functional evaluation found that using a test syringe the trocar balloon was inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.